Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains inside the patient. There was no reported product deficiency. Ischemia and restenosis are known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Event description:
It was reported via a trial that on (B)(6) 2010 the patient underwent stenting in the proximal right coronary artery with one promus stent. On (B)(6) 2010, the patient was found to have silent ischemia and restenosis in the index target lesion. On (B)(6) 2010, the patient underwent percutaneous coronary intervention and the event resolved. There was no adverse patient sequela. There was no additional information provided.